Manufacturer narrative:
Individual MDR submission not required. This event was previously filed under asr (B)(4) on july 31, 2014.

Manufacturer narrative:
Examination was not possible, as the device was not returned. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product during manufacture. No further investigation is warranted at this time. (B)(4).

Event description:
It was reported that during an unknown procedure using scr biorci 8x25mm strl bx 1 the screw broke. It was necessary to remove screw pieces with a shaver blade. No fragments were imbedded in the bone or left free floating in the joint. It is unknown if there was a procedural delay. The procedure was completed using a back-up device. This incident did not result in any patient injury or complications.